Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that during preventative maintenance (pm) the ventilator's navigation ring was defective. Reportedly, setting changes can still be made via the touch screen. There was no patient involvement.

Manufacturer narrative:
G4: 16oct2020. B4: 28oct2020. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the front bezel. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.